Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to blank display.

Event description:
Information received by medtronic indicated that their insulin pump was exposed to fluid. Customer reported that the insulin pump had no crack. Customer reported that there was fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.